Event description:
It was reported that the physician implanted a helex septal occluder to close an asd (atrial septal defect). The defect balloon sized to 23mm. A 35mm device was implanted. On follow-up the next day, the device had embolized to the pulmonary artery. The physician had concluded that if the device would not hold, the patient would have the defect surgically repaired. The patient was sent to surgery to retrieve the device and close the defect. The patient was doing well following the procedure. The device was discarded by the physician.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: incorrect size / selected occluder is too small.